Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent revision surgery due osteomyelitis infection to remove an unknown elbow plate.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Event description:
It is reported the patient had an unknown elbow plate removed due to osteomyelitis infection; however, has had no products implanted in the plate's place to date.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.